Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. The following could not be completed with the limited information provided. Date of event - ni, lot number - ni, manufacture date ¿ ni, expiration date - na, date implanted - na, date explanted - na.

Event description:
During a knee arthroplasty approximately one centimeter of the drill bit fractured off in the patient's tibia; this did not interfere with placing the tibial component and the fractured piece was retained by the patient.